Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and the buttons were not responding. Customer reported the time clock did not advance. Customer stated that after monitoring the insulin pump for 2 hours frozen display recurred. Customer reported the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Customer said they got an insulin flow blocked alert on insulin pump prior to the beeping. Confirmed that insulin pump display was blank. Customer inserted a new battery and medtronic logo came up on the screen but couldn't clear the alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.